Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported right side "bilateral capsular contracture and right seroma" , "twisted and caused a double capsule." And "recall." Also reported "over active immune response". Device was explanted.

Event description:
Aspiration of the seroma was performed and treatment included antibiotics and steroids. Patient experienced "propionibacterium acne," and "difficult to breathe at night" which were assessed as not device-related.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, g.3.